Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, emergency medical technicians (emt)s arrived at the patient's home due to the patient being unresponsive due to hypoglycemia. There was no documentation of patient symptoms prior to unresponsiveness. The cgm was reading 8.9 mmol/l and the blood glucose reading was 0.9 mmol/l. The patient's hypoglycemia was treated with an unspecified glucose drip. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.